Event description:
It was reported that the defibrillator had a pads test failure. There was reportedly no patient involvement. One therapy pca was returned for failure analysis. The reported problem could not be verified/duplicated in lab. The returned therapy pca tested and operated as normal. There is no fault found with the therapy board.

Manufacturer narrative:
Additional info - b5 - added failure analysis info submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the defibrillator had a pads test failure. There was reportedly no patient involvement.